Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3+. During preparation of the xtw mitraclip, one of the grippers failed to lower after three cycles. Troubleshooting was performed but was unsuccessful. A replacement was used to complete the procedure. There was no patient involved with the issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult to open or close (gripper actuation - single), associated with a gripper arm failing to lower during prep, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na